Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 activation toggle switch would not return to the "off" position without the pa moving it into the location; therefore causing the device to remain "on". The same unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4). Items marked "ni" are unk to us at this time.